Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units display is not working properly. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the reported issue. The fse checked the machine and found the display was flickering. He then reset the connections of display board video receiver board and main board. The fse observed the machine for more than one hour and found the machine was working ok. The display is working fine. All tests passed. The equipment was handed over to customer in good working condition.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.